Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Clinical codes.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011 and mesh was implanted. On clinical examination (endoscopy) discovery of bsu which passes through the urethra transfixing it to mid-urethra. On (B)(6) 2023 to (B)(6) 2024, permanent urinary tract infection. 1 years of antibiotic and painkiller. Understanding the problem after one year. Examinations performed before (B)(6) not suitable for stated assumptions. The patient underwent complete removal of transurethral and transobturatnce sling for her vaginal portion. Current patient status includes partial ablation of the bsu in one piece. Urethral repair on the right and left. Closure of vaginal openings. Placement of a urinary catheter for 10 days. Appearance at d+10 of urinary incontinence on walking. Follow-up in perineal kinesthesia. No further information is available as the event was reported in confidence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.